Manufacturer narrative:
D10: concomitants: 3878916 - 101-45-20 - 4.5mm drill bit 20mm 3752037 - 170-36-07 - biolox delta femoral head 36mm od, +7mm 3678904 - 180-65-30 - alteon 6.5mm screw, 30mm 3819834 - 186-01-56 - integrip cc, cluster 56mm,g3 3825128 - 188-01-11 - wedge plasma x/o sz 11 additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 62 yo male patient, initial left hip implanted on (B)(6) 2015, underwent a revision procedure on (B)(6) 2024, approximately 8 years 7 months post the initial procedure. The patient returned to the surgeon¿s office for reasons unknown. They had a recalled liner and were scheduled for a revision of their total hip. Their acetabular poly liner and femoral head were swapped. They were revised to a biolox delta adapter 16/18-12/14; +7 mm sn:(B)(6), a biolox delta option femoral head 40mm od sn: (b)((6), and a nv ehxl ntrl lnr g3 40mm sn: (B)(6). There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. X-rays and device images were provided. No devices will be returned for analysis. They were sent to the lab and legal dept. At the hospital. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b5, d1, h6 . MDR section codes updated/corrected: a, b, c, d, g. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Additionally, the sequence of events as related to the reported wear cannot be confirmed and the contributions of each to the reported event cannot be determined. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a male patient, initial left hip implanted underwent a revision procedure, approximately 8 years 7 months post the initial procedure. The patient returned to the surgeon¿s office for reasons unknown. They had a recalled liner and were scheduled for a revision of their total hip. Their acetabular poly liner and femoral head were swapped. They were revised. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. X-rays and device images were provided. No devices will be returned for analysis. They were sent to the lab and legal dept. At the hospital. No further information.